Event description:
Reporter alleged blood glucose results of 436 mg/dl and 156 mg/dl were obtained back-to-back on the advantage system. Reporter stated customer had no symptoms. Reporter stated customer took no action/treatment based on results. No serious adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.